Event description:
Pt took a test and got a "1 8" and then took another test and got "1-4" and does not understand the results. During the troubleshooting process it was determined that there were several segments missing in the 10's position. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the company's 24/7 customer service line should any problems or questions arise.